Event description:
During a remote follow-up, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Lead encapsulation was alleged but not confirmed. No intervention has been performed at this time. The patient was stable with no consequences.